Event description:
It was reported that the patient was having difficulty charging the ipg. It was noted that the patient had multiple procedures recently reported using electrocautery. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg will not be returned due to hospital policy. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.